Event description:
Customer called to report that she removed a pod the morning after she activated it because she did not think it was delivering insulin correctly. Her bg and bolus history for the day were as follows: 8:30pm - bg 461, 5.0u bolus; 9:30pm - bg 303; 1:05am - bg 309, 2.5u; 5:58am - bg 285, 2.0u; 6:40am - ate, bolused 2.0u; 7:00am - bg 330, 2.5u. Sometime after this she said she was not feeling well, so she went to the emergency room. She was not admitted to the hospital. At 8:16a - bg 403, deactivated and disposed of pod at hospital. She said the site was not wet, red, or bumpy, and the cannula was not bent or kinked. She activated a new pod and gave herself a 3.0u bolus. She said she had not checked for ketones at any time. She said they did "a lot of heart tests" and determined she was ok. She left the hospital within a few hours.

Manufacturer narrative:
The device involved in the reported incident was disposed of and will not be returned to the manufacturer for evaluation. The caller did not provide the lot number of the product. No further information is available. No conclusion can be reached at this time. This complaint will be considered complete and closed. The product user guide instructs the user to check infusion site often for proper cannula placement. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.